Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, a definitive cause for the difficulty recovering the filter could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a emboshield nav6 embolic protection system (eps) filter had difficulty being retrieved into the retrieval catheter. It was ultimately retrieved, and the patient outcome was fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.